Event description:
Reportedly, the patient felt dizziness and was seen in emergency. ECG showed no ventricular pacing outputs. Device was functioning in doo mode due to previous sensing issue. Loss of ventricular output was intermittent. Resolution of the issue was not possible through reprogramming, so device was replaced. Device will be returned for analysis.

Event description:
Reportedly, the patient felt dizziness and was seen in emergency. ECG showed no ventricular pacing outputs. Device was functioning in doo mode due to previous sensing issue. Loss of ventricular output was intermittent. Resolution of the issue was not possible through reprogramming, so device was replaced. Device will be returned for analysis.